Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. No fault was found with the returned pump. The main board and plunger cable were replaced as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the device was in use with patient for precedex. The reporter stated the device gave an alarm with a blank screen and infusion was stopped. No adverse effects to patient reported.